Event description:
After 11 days of implantation use the blue leg of the catheter started leaking nad it has ruptured. The transplantation could be done by the red leg only. 03/06 evaluation of the device indicated that the leak is subcutaneous.